Event description:
The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)